Event description:
Pt was admitted to an outside hosp in 2003 after experiencing 3 seizures in a row. Pt did not lose consciousness or bladder control at any time. Pt was discharged 2 days later in 300 mg/qd of dilantin.